Event description:
It was reported that during a lead repositioning procedure, the physician had difficulty removing the leads from the header of the pulse generator. Eventually, the leads were removed and reinserted into the header. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).